Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. During visual inspection, it was determined that the slide clamp and the roller clamp were not assembled in the proper orientation. Therefore the reported condition was confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that the roller clamp is assembled upside down on the epidural basic solution set. The set is used with a baxter flogard pump, serial number unknown. The customer claims that the upside down roller clamp caused blood to be pulled from the patient. The amount of blood is unknown. Writer explained that the roller clamp does not affect the direction of the flow, and asked the customer how the tubing was loaded into the flogard pump. The customer could not answer to that but made note of it to ask the staff. There was no patient injury or medical intervention necessary. No additional information is available.